Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's pump had flipped. The drug used in the pump at the time of the event was hydromorphone. Add'l info has been requested; a follow up report will be submitted if add'l info becomes available.